Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006; 419378 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient experienced bacteremia. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.